Event description:
It was reported that the device exhibited ventricular noise. The device was not pacing properly due to noise. The pt did not report any symptoms. Reprogramming was recommended. The device remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.